Event description:
It was reported there were high impedance readings. It was noted the impedance value was 11,849 ohms on electrode 11. It was noted there was damage detected capping the lead. It was stated the surgeon had decided to keep the lead in place and not use the 11 contact during programming. It was noted the lead may have been damaged during implantation, specifically when the lead end cap was put on. It was stated the patient status at the time of report was alive with no injury. It was noted there were no patient symptoms.

Manufacturer narrative:
Concomtiant product: product ID 3389s-40, lot# va07vdxv02, implanted: (B)(6) 2014, product type lead. (B)(4).